Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a follow-up check, this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. It was noted the patient experienced pain with pacing as well. An invasive procedure was performed. It was determined the lead had dislodged. The lead was repositioned, however high out of range pacing impedance measurements and noise were observed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.